Event description:
It was reported to medtronic minimed that the customer was unable to update fota to the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and = response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test. Successfully downloaded history files and traces using thump. No unexpected pump error/alarms/alerts during testing or in the pump history on the event date of 25-mar-2025. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, scratched case and cracked up, down and left button keypad overlay during the visual inspection. Per r&d engineer mark freger: the new package was successfully downloaded on 03/15/2025 at 03:52:19.000 firmwarepackagedownloaded (170); however, the installation process failed due to package expiration on 03/15/2025 at 05:13:53.000 (errorreasoncode: 8 ([08]=fota_confirmation_code_other= e_safety_check_package_expired). Unable to provide more details since the detailed traces do not cover the time frame of the issue. In summary, pump passed all required testing. Customer alleged for pump upgrade/update anomaly was unknown (unable to do fota, phone downloads software but there is no response to the update process on pump). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.